Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. However, the root cause was determined due to software problem. Investigations performed on similar cases by imt proved that this failure can be reproduced in the lab and the ventilation keep continuing with the last applied setting. This failure classified as "permanent apphang while device in standby mode". As a resolution, bug fix improvements will be implemented on next sw release.

Manufacturer narrative:
H10: the suspect device has not been return for investigation. However on the same day issue occur, biomedical technician performed a verification test on the affected equipment; no errors or failures were detected. Afterwards, the affected ventilator was returned to the servicing workshop at cardinal health puerto rico until further instructions from vyaire. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that a bellavista1000 us stop ventilating while connected on a patient. The suspect device screen turned grey and displayed a message indicating the device software application not responding. Vent was replaced by another ventilator with no patient harm or injury. This condition could impact the delivery of oxygen during running ventilation which may compromise the condition and health of the patient. If the same incident were to recur on this or a similar device, this could possibly harm the patient.